Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6)2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Initial reporter was maintenance worker. The correction of h4 manufacture date, b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-08-22. Corrected h4 manufacture date: 2019-08-23. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top rear cover of the headlight was broken with missing particles, due to physical damage and spring arm cover, dust cover and seal were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Previous h6 component codes: mechanical/cover//772. Corrected h6 component codes: mechanical/cover//772 / mechanical/seal//432. Getinge became aware of an issue which can occur on several devices ¿ pwdii700df v k3 aim cl. It was discovered that the top rear cover of the headlight was broken with missing particles, due to physical damage and spring arm cover, dust cover and seal were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to the event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: as they stated, the cause of this damage is probably a mechanical shock. To prevent any incidents, the instruction for use IFU 01811 operating instructions mentions: "the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device." "Check that the device has not suffered any impact damage." Getinge shall continue to monitor any further events of this nature and does not propose any further action at this time.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the top rear cover of the headlight was broken with missing particles, due to physical damage and spring arm cover, dust cover and seal were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.